Event description:
It was reported that the patient complained of pain and instability. The surgeon revised the right knee to a smaller poly from a 13mm to an 11mm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.